Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) the helium tank had to be changed three times since insertion. The clinical support specialist (css) suggested that biomed check the pump. The rn also reported frequent possible helium loss alarms. The rn checked the strips indicated possible helium loss 3 alarms. The css explained that the helium loss alarms are patient related and discussed troubleshooting for possible helium loss alarms. All the connections are tight and there was no reported blood in the tubing. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) the helium tank had to be changed three times since insertion. The clinical support specialist (css) suggested that biomed check the pump. The rn also reported frequent possible helium loss alarms. The rn checked the strips indicated possible helium loss 3 alarms. The css explained that the helium loss alarms are patient related and discussed troubleshooting for possible helium loss alarms. All the connections are tight and there was no reported blood in the tubing. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp parts was returned to teleflex chelmsford for investigation. The reported complaint of "leak in helium supply" is not able to be confirmed. No part or recorder strip was returned for investigation. The root cause of the complaint is undetermined the field service agent checked the pump and no problem was found with the pump. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.